Event description:
Customer reported that insulin was squirting out during the manual prime. The drive support cap was noted to be normal. Customer does not remember if the tubing connector or the top of the reservoir were wet with insulin, alcohol or any other liquid prior to connecting. No gap found between the piston and reservoir during prime. Customer stated that the reservoir volume shows 2 lines and 3 lines on the status screen. Customer also mentioned a button error alarm. Customer's blood glucose reading at the time of the call was 157 mg/dl. Nothing further was reported.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. See medwatch number 2032227-2014-17380 on the insulin pump.